Event description:
It was reported that patient experienced inappropriate therapy as multiple shocks were administered due to lead noise and oversensing. The right ventricular (rv) lead exhibited high impedance and a possible fracture. The rv lead was unable to removed, was inactivated, remains in the patient, and was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant products: 5076-45 lead, implanted: (B)(6) 2005. A 419478 lead, implanted: (B)(6 )2012. (B)(4).